Event description:
Caller reported that the cartridge was not fitting properly into the pump, notably described as not fully snapping in place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pump area and to try reloading the cartridge, but the attempts were unsuccessful. As a result, technical support decided to replace the pump.